Manufacturer narrative:
Issue identified during product analysis. H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that the 980 ventilator did not pass the short self test (sst) and extended self test (est) for the auto zero transducer on the exhalation side. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue through logs. Then performed est and duplicated the same issue. Sp replaced the exhalation valve assembly (eva). The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. One eva was returned to medtronic for analysis: a visual inspection of the returned eva was conducted, and no anomalies were found. The eva was attached to the failure investigation test ventilator for analysis. An oscilloscope was also connected to measure the auto-zero solenoid response times during testing. During extended self test (est) testing, the ventilator failed the circuit pressure test, with exhalation auto zero solenoid not operational message three times with measured response times indicating a potential to backup ventilation (buv). The fault was isolated to the auto-zero solenoid (so1) on the exhalation sensor printed circuit board assembly (pcba) of the eva. The cause of the event was isolated to a faulty so1 on the exhalation sensor printed circuit board assembly (pcba) of the eva. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the 980 ventilator did not pass the short self test (sst) and extended self test (est) for the auto zero transducer on the exhalation side. There was no patient involved.